Event description:
It was reported that the patient¿s refill date displayed on the personal therapy manager (ptm) and the physician programmer were different. The patient was refilled on (B)(6) 2012. After the refill, the patient¿s ptm indicated that the refill date was (B)(6) 2012, but the physician programmer indicated that the refill date was (B)(6) 2012. It was also noted that the patient was unable to give herself a bolus. It was reported that there had been no change in concentration during the last refill; no physician bridge bolus was in progress to prevent the patient from getting a bolus. The patient had made multiple attempts to give herself a bolus and one finally went through. The manufacturer representative de-coupled and re-coupled the ptm to the pump and the refill date updated to (B)(6) 2012. It was noted that this was one day later than the date on the physician programmer, but it was understood that this was a normal calculation occurrence. The patient did not experience any symptoms and was receiving effective therapy. The drugs in the pump were fentanyl, baclofen (unknown), and dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# unknown, product type: programmer. Patient product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).